Event description:
The customer contact reported the device touchscreen did not respond when pressed. At an unspecified time, the nurse went to program the device to deliver an unspecified concentration of levophed. No specific programming parameters were provided. The customer contact reported that the keypad did not work and the soft key would not accept the touch, and therefore was unable to program the device to deliver the levophed. The patient was reported to be hypotensive. Multiple unsuccessful attempts have been made to obtain additional information, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.